Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the hospital received wrong shelf life for 15245 masks. There was no patient involvement or patient harm reported as a result of the event.